Event description:
On 12/15/1999, the MFR received a medwatch report (uf# not included, see attached) from the facility that states the following: frayed introducer wire. No further details were provided at this time.